Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported sometime in the morning he activated a new pod and his blood glucose and insulin history is as follows: time: noon; bg (mg/dl) 176 (he was shoveling snow); bolus (u): 1.5. Time: 2:10 pm; bg (mg/dl): 220; time: 3:30 pm; bg (mg/dl): 225; time: 4:30 pm; bg(mg/dl): 263. At 7:00 pm he deactivated the pod and the he realized the needle never deployed the cannula into the infusion site. He was able to activate a new pod and his bg reading 117 gm/dl at the time of the call.